Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of not feeling well, and indicated that their implantable cardioverter defibrillator (ICD) has migrated and was moving around. The clinician noted that part of the device was in one place, and the rest of it was "floating". The device remains in use. No further patient complications have been reported as a result of this event.